Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about 4 or so unknown patients. It was reported that there have been 4 or so occurrences of electrocautery interference, and in each of those instances the ins was recoverable. There were no symptoms reported. No further complications were reported.